Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a healthcare professional (hcp) reported via webform that a sensor error message was received with the adc device, and customer was therefore unable to obtain sensor readings. It was indicated that the customer was provided either insulin, glucagon, and/or other medication by a hcp. There was no report of death or permanent injury associated with this event.